Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During implantation of bi-lateral knees, two right femoral components were implanted. This was discovered after patient had been taken to recovery, and the patient was revised the same day to correct the error.